Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds on a pre-discharge check. A lead revision was performed to reposition the device. However, during the surgical intervention, as the lead was already taken out of the body once, and considering there could be a risk of infection, a new lead was implanted to complete the procedure as per physician's discretion. Reportedly, the implant site of the rv lead was not good, and this could possibly be the cause of the raised threshold. No additional adverse patient effects were reported. The product is not expected to be returned.